Event description:
During review of the pump's alarm log, baxter personnel discovered a flo-gard infusion pump with failure code 3, which occurred on channel a. Failure code 3 is a downstream occlusion alarm. Furthermore, baxter personnel discovered this device had a cracked door handle and damaged door latch, indicating a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the device has been previously sent into service for the reported condition and the pumphead door assembly was replaced. Evaluation summary: the condition of a flo-gard infusion pump with failure code 3 was confirmed during product evaluation. This condition was caused by the channel a door latch assembly being broken. The channel a door latch assembly was replaced to correct the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.